Manufacturer narrative:
A MFR's service rep performed an on site investigation. The hard drive, and cine drive was replaced. The system was tested and is operating as intended.

Event description:
The customer reports that the 9900 system would not store cine images. No pt injury was reported.